Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens and residue/debris on the lens. Visual inspection found the lens haptic torn with debris on the lens. Corrected data: b5 - "the lens was exchanged" should be corrected to "the lens was explanted and later the same date replaced". Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture and residue/debris on the lens. Visual inspection found the lens haptic torn and debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -17.0/+2.0/095 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a shorter length lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.